Event description:
It was reported the patient received the following results within 10 minutes: 285 mg/dl, hi mg/dl (which on the system indicates a result in excess of 600 mg/dl), 282 mg/dl, 159 mg/dl, and 184 mg/dl.